Event description:
During a laparoscopic cholecystectomy procedure, the clips did not load or form properly. The surgeon applied another device and the hosp has reported that the pt's condition is satisfactory.